Event description:
The user stated the results from the omni were not correlated with results from the other omni (B) (4). User stated "suspicious and discrepant results" were produced. Of the data provided, the hemoglobin result from one test sample ran for comparison was discrepant. The results from the original omni were 9.0, 14.0, and 14.0. The result from the other omni was 10.0. All results are in g/dl. None of the erroneous results for pt samples were reported.

Manufacturer narrative:
Investigation of the data provided revealed the instrument worked within specification as all qc results were within specifications. There was no indication of any malfunction of the analyzer. The event may have been caused by a sampling handling issue due to an insufficient mixing of the sample between the first and the second measurement.

Event description:
It was reported that the set screws cross threaded during surgery. No pt complications were reported.